Event description:
Claimant states that due to surgery of left achilles lengthening she purchased the knee walker in 2008. At approx 3 months later, claimant went shopping and the front axle was allegedly broke causing her to fall sustaining a fractured left patella. No detailed info on the device and pt injury was reported to drive.